Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that, while impacting a reverse spacer into a reverse stem, the inserter broke and the threaded portion was left in the implant. The fractured piece was flush with the bottom of the spacer, therefore the surgeon proceeded with implanting the poly liner without interference.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional updated . Corrected device ni. Complaint sample was evaluated and the reported event was confirmed. The impactor was returned for evaluation. The fractured portion remained in the patient and was not returned. Sem conclusion: fracture artifacts are consistent with a bending overload fracture of the shaft tip. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.